Event description:
It was reported that the patient has been experiencing persistent pain at the ipg implant site. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg pocket was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.